Event description:
An 28 mm x 16 mm x 16.5 cm diameter aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology is unk. It was reported that the physician implanted the stent graft too low due to bad imaging while deploying the stent graft. The physician implanted an aortic cuff. No clinical sequelae were reported, and the pt is reported to be fine.